Manufacturer narrative:
The insulin pump had button error alarms and no button response due to corroded keypad traces. No weak battery alarms noted when battery was inserted into battery tube. Unable to perform prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test due to keypad anomaly. The device had a cracked reservoir tube lip, broken battery tube threads and cracked case near reservoir window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had button error alarm, keypad anomaly, weak battery alarm, and low blood glucose. The blood glucose at the time of the incident was 105 mg/dl. The customer's insulin pump had keys that were sticking and had a button error alarm. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.